Event description:
Catheter was being removed from pt as planned, but the cuff detached from the catheter before the doctor could remove the catheter completely from the pt.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.